Event description:
Implant failed due to a deformation.

Manufacturer narrative:
The initial report did not have the corredt event type documented, thecorrect event type, injury, is provided on this follow-up report.

Event description:
Implant failed due to a deformation. The initial report did not have the corredt event type documented, the correct event type, injury, is provided on this follow-up report.